Event description:
An endeavor resolute rapid exchange (rx) drug-eluting coronary stent system, diameter 2.75mm, length 24mm was intended to treat a lesion in a pt. It was reported that the stent unraveled during the procedure. No further info has been provided. No pt injury occurred and no clinical sequelae have been reported.

Manufacturer narrative:
(B)(4). Eval, results - failure to deliver stent, stent deformation; root cause of stent deformation unk. Eval summary: the device was returned to medtronic for eval. The stent was positioned on the balloon between the inner shaft markers as per specs. The first to third and fifth to seventh proximal segments and the first three distal segments were intact. The 4th proximal stent segment was raised and pulled distally. The remaining segments were severely damaged and pushed distally. The distal tip was slightly flared.